Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of lenses were not well preloaded and the shooter did not slide well internally. Hcp added that repeatedly noticed a sharp burr on the shooter tip and on the stamp. Additional information was requested.